Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: two complaints occurred at the same account on the same day in separate cases: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The inzii bag burst when the surgeon was pulling it out from the incision site. The port size was not enlarged. There was spillage out of the break on the bag. The specimen was an ovary. The break occurred at the bottom of the bag. The bag broke into pieces and all fragments were retrieved from the patient. The case was completed with the new device. No patient injury occurred in both cases. Only one inzii is available for return. Product is not available for return. Intervention: the case was completed with the new device. Patient status: "stable."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the incision size was not adequately enlarged prior to specimen removal, resulting in excessive force being exerted on the tip of the bag and causing the bag to tear. The instructions for use (IFU) states, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." It is also possible that a sharp instrument or object came in contact with the tissue bag, causing the bag to fragment during specimen removal.

Event description:
Procedure performed: laparoscopic ovarian cystectomy. Event description: two complaints occurred at the same account on the same day in separate cases: complaint 1 of 2: (B)(4) - cd003 - MFR# 2027111-2023-00414. Complaint 2 of 2: (B)(4) - cd003 - MFR# 2027111-2023-00415. The inzii bag burst when the surgeon was pulling it out from the incision site. The port size was not enlarged. There was spillage out of the break on the bag. The specimen was an ovary. The break occurred at the bottom of the bag. The bag broke into pieces and all fragments were retrieved from the patient. The case was completed with the new device. No patient injury occurred in both cases. Only one inzii is available for return. Product is not available for return. Intervention: the case was completed with the new device. Patient status: "stable."